Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to improper component placement and occlusion of native vessel.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. When the contralateral leg component was advanced through the sheath, it was observed to be 2cm too long. It was decided the contralateral leg component would be withdrawn. As the contralateral leg component was being withdrawn into the sheath, it deployed, covering the internal iliac artery, unintentionally. The patient did well following the procedure.